Event description:
I had a 2nd knee replacement in (B)(6). Since the surgery, I've experienced constant pain and I as well as others, hear a grinding sound when I bend my knee. Asked my doctor about the problem, he said it was scar tissue damage. I'm not a doctor, but it just doesn't sound right to myself. I've spoken to other people who've had the same kind of knee replacement an their knee doesn't sound like mine.